Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6) 2009; 694765 lead; 419688 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that electrogram strips showed pacing at rates below the programmed lower rate setting. A review of strips demonstrated t-wave oversensing (twos) on the right ventricular (rv) lead were solely responsible to for the slow pacing rates on the electrogram. The rv lead remains in use. Also, the right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing. The ra leads remains in use. No patient complications have been reported as a result of this event.